Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the patient. A lot history review (lhr) of rexd0845 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient experienced an unexplained reaction when flushing the device. Extreme 10/10 back pain, difficulty taking a deep breath, "heart pounding", heaviness in chest, extreme facial flushing and heat sensation (lasting 30 sec), whole reaction lasting 9 minutes.